Event description:
It was reported that a pta balloon would not retract through the sheath. The entire system was removed with the sheath. The physician had completed his procedure and was removing the balloon when this occurred. No patient injury reported. No additional interventions required.

Manufacturer narrative:
The sample has not been returned for evaluation as it was discarded by the user facility. The device history records could not be reviewed, as the lot number was unknown. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (information for use) states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.